Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and came into the clinic. The alerts were triggered due to a magnetic presence. The alerts were programmed off. The patient indicated experiencing "psychological distress" due to the numerous alerts. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.